Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced interconnect cable and power control circuit board. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system failed to boot up and experienced a communication error. No pt injury was reported.